Event description:
It was reported that during a percutaneous treatment procedure, a balloon became stuck on a guide wire. Lesion details are unknown. This unknown size cutting balloon was advanced and the balloon became stuck on an unknown guide wire. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).